Event description:
Balloon got stuck in sheath when trying to remove.

Manufacturer narrative:
Lot history record review: the reported lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The sub assembly lot history records were reviewed for any abnormalities that may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the catheter was returned in one piece with the sheath on the catheter. The sheath is at the kink that is 51 cm from the hub. There is a ro marking in the distal end of the sheath. The distal tip of the sheath is jagged and curled back. The sheath is a 6f sheath. The distal tip of the balloon is missing. It appears to have burst circumferentially. There are 2 kinks on the balloon shaft- one at 28cm and one at 51cm from the hub of the catheter. There is a kink on the shaft in the balloon area- 2.9cm for the distal tip. Both ro markers are present in the balloon area. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. The complaint form states a 6f sheath was used and the pressure applied to the balloon was 16atm. The complaint investigation confirmed the sheath used is a 6f sheath with a ro marker at the distal tip. The labeling states a recommended sheath size of 7f. It is likely that the reason for the problem with the interface with the sheath is that the 6f sheath was used. The following is stated in the instructions for use: please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. This type of complaint will continue to be monitored for trends. No further action at this time.